Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient will be consulting with the physician for an scs system explant as the patient has other health issues (unrelated to the scs system) and may require an MRI. It was also reported the patient is experiencing ineffective stimulation.